Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station unexpectedly stopped responding and was stuck on the home screen. A technical support specialist applied knowledge article 000011447 "how to manually install rss agents & rss component manager" and manually installed remote support service 4.12 to resolve the issue. The system functioned as intended after troubleshooting the device.

Event description:
It was reported when using the pyxis medstation es system unexpectedly stopped responding and was stuck on the home screen despite a hard restart, preventing the users from accessing the device. The customer stated that there was no delay in dispensing medication to the patient as they have access to another station nearby. There were no adverse events or injuries reported based on this event.